Manufacturer narrative:
(B)(4). During the extended test run, the ventilator displayed and alarmed for preventive maintenance required 104. During bench testing, it was found that the ventilator's blower0 sv was at 73,179 cycle counts of the blower pm alarm on the exhalation module. The blower 0 sv limit was set from 60,000 to 300,000 and the software version was upgraded to 14g. Further testing found that the ventilator functioned properly in all test cases. Visual and internal investigation of the ventilator did not reveal any anomalies.

Event description:
It was reported that after respiratory switched the patient from prvc to CPAP, the ventilator's pifr increased to 114 and the ve was 26. They immediately placed the patient on a different ventilator without incident. They had reviewed the event trace which registered pm 104 and circuit fault alarm conditions. They claimed that they were able to duplicate the event on a test lung when they triggered the breath. After the patient circuit was changed, they were able to trigger a breath on a test lung with a volume of 250 and pifr of 90l/min. It is unknown if the ventilator had an audible alarm when the reported problem occurred. No patient harm reported.